Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, auto lead diagnostics shows on (B)(6) 2015 minimum atrial pacing impedance drops to 175 ohms. Polarity listed as bipolar in desktop programmer. Since (B)(6) 2015 scp 13000 and nonphysiologic signals 144. (B)(4).

Event description:
It was reported that the patient complained of twitching at the left thorax. The patient presented to the healthcare facility and during evaluation the atrial was observed with exhibited low impedance with polarity switch due to twitching. Reprogramming/adjustments were made, and the atrial lead remains in use. No patient complications have been reported as a result of this event.